Event description:
It was reported that there was smoke and sparking when the ventilator was plugged into mains at machine end. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on a visual examination of the returned mains inlet and alarm output connection printed circuit board, the problem description and information obtained from the hospital by our field service engineer (fse).. The fse examined the ventilator and found that the mains inlet was burnt out also causing damage to the circuit board above this item. There is also smoke marks throughout the machine at the other circuit boards. The mains inlet and the alarm output connection printed circuit board that is directly placed above the mains inlet were replaced. The ventilator was not tested on batteries but after the mains inlet and alarm output connection printed circuit board were replaced, the ventilator worked and passed pre-use checks suggesting no other damage was caused. A visual inspection of the returned mains inlet and alarm output connection printed circuit board shows that the mains inlet was badly burned and that the alarm output connection printed circuit board was damaged and covered with soot. Parts of the mains inlet and one plastic connector cover had melted and was disconnected. Function testing of the parts was therefore not possible. The conclusion is that the mains inlet was badly burned/damaged when the ventilator was plugged into mains most probably caused by a loose connection in the mains inlet. Later information indicates that the ventilator could have run on battery, if required.

Event description:
Manufacturer's ref. #: (B)(4).